Event description:
A mayfield skull clamp (a1059) was placed on the pts' head and then the pt was positioned prone on the operating room table when the clamp slipped. The pt incurred a 6cm laceration to the left side of the scalp. The pt was returned to a stretcher where the laceration was sutured. Another skull clamp was applied and the case continued.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.